Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the threads on the dissection tip on the vaso view hemopro was broken. The staff believes that the threads on the 7 mm extended length endoscope are broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The hospital staff believes the cleaning or reprocessing of the scope. The staff and medical materials both indicated that the damaged scope was branded as a "guidant" scope and well beyond the provided 1 year warranty originally provided with the scope.